Manufacturer narrative:
One newport ht70 ventilator was received for failure analysis. The reported symptom was verified in the event history, but could not be duplicated. A different, but potentially related symptom was observed. The ventilator issued a system error: power up . The log files were exported and reviewed. According to the event history log file, the ventilator issued a "high pressure" alarm on (B)(6) 2018 at 03:37. At 18:51 on (B)(6) 2018, a "power up" event was observed without a "power down" event preceding it. Immediately after the ¿power up¿ event there was a ¿system error: power up¿ event. The sequence of events indicated that a potential device reset occurred during operation. For all other exported log files, there were no data recorded after (B)(6) 2018. The power supply was disassembled and tested. The observed symptom was isolated to the printed circuit board assembly within the power supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the ht70 ventilator had frozen screen and observed that the device stopped delivering ven tilation. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.